Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E2: healthcare professional: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the patient underwent coronary angiography and percutaneous coronary intervention (pci). During the procedure, two guidewires were inserted into the right coronary artery. One of the guidewires became lodged outside the stent, leaving a segment retained within the patient's body that could not be retrieved. The patient has been transferred to a higher-level hospital for further evaluation and treatment.

Manufacturer narrative:
This report is being sent as follow-up no. 1to correct section b3 as the date of event was initially reported incorrectly, to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number no anomaly was found in the results of the history investigation. Based on the investigation result, no anomaly was found in the history investigation result. However, since the actual device was not returned and analysis of it could not be performed, it was not possible to clarify the cause of the occurrence. Relevant IFU reference: the IFU of this product indicates as follows. Manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or seperation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.